Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration), patient's condition affected effectiveness of device (disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the stent graft migrated two cm due to disease progression without an endoleak present. An endurant aortic cuff 363649 was implanted to address the stent graft migration. No additional clinical sequelae were reported and the patient is fine.